Manufacturer narrative:
Internal reference: (B)(4). The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer¿s policy. It was reported during a planned therapeutic peripheral procedure while advancing to the lesion, the manufacture's catheter device malfunctioned. Another same manufacture's device was used to complete the procedure. There is no patient injury. The returned device was visually and microscopically inspected. A pointy rough edge between the scanner body and proximal fillet was observed. There is evidence of missing material because the adhesive is peeled in one of the sides. The probable cause of the rough edges was misapplied adhesive due to procedure not being followed. It could not be possible determined when or how the pointy rough edge observed during investigation occurred. This product problem is being submitted because rough edges were observed on the device. There is a potential for harm if the malfunction were to recur.